Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient brought up that approximately sometime in (B)(6) 2025 she had an MRI and she felt the battery get warm and told the MRI facility to stop doing the MRI. Patient stated that her battery was an MRI mode and she thought maybe it was because she had lost weight. The manufacturer representative (rep) indicated they would send any further information as they become aware.